Manufacturer narrative:
The drill bit subject to this complaint was returned for evaluation. It was not possible to determine the definitive root cause for the breakage.

Event description:
It was reported that when the surgeon was drilling during a surgical procedure, the drill bit snapped. It was further reported that the procedure was completed as expected using an alternate unit. No adverse consequences were reported.